Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter pump had blank display . The customer¿s blood glucose level was unknown at time of incident. The customer's mother stated that the pump was not turning on and tried different batteries but did not worked. The customer was advised information needed in the process. The insulin pump will not be returned for analysis.